Event description:
The user facility (a veterinary clinic) reported that a 25-mm i.v. Catheter was inserted into a small dog. The catheter was removed the following day and on removal it was noted that only about 4-mm of the catheter tubing was left attached to the luer hub. The doctor thinks the other part of the catheter might be still in the dog. Additional event specific information was not available.